Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-05350. The patient has two scs systems. It was reported the ipg related to the thoracic system is unable to communicate with the charger and programmer. In turn, the patient is unable to turn stimulation on. It was also reported the patient hasn't turned the system on for three months. The patient does not plan on moving forward with surgical intervention at this time. Both ipgs are being reported because it is unknown which ipg is related to the thoracic system.